Event description:
It was reported that balloon rupture occurred. The target lesion was an area of in-stent restenosis. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.